Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was put into an MRI scanner for an abdominal scan because the healthcare provider was not aware that the patient had an implant. The patient reported ¿shocking in buttocks¿ so they were taken out of the scanner. It was recommended that the patient follow up with their healthcare provider if they experience any change in therapy. No further patient complications are anticipated or expected as a result of this event.